Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was having issues with the implant that started a few days ago. The patient had some questions about their therapy and was going to contact their health care provider (hcp). No symptoms were reported. The indication for use for this patient was gastrointestinal/pelvic floor. No symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.